Manufacturer narrative:
This investigation is in progress- additional information for this event is not known at this time. If additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted for this event: 3013450937-2023-00225.

Event description:
It was reported on 05 september 2023 that a patient underwent a revision surgery on (B)(6) 2023, due to a potential infection. The patient was implanted with the eleos proximal femur system. During the revision procedure, the eleos proximal femur and eleos male-female midsection were removed and replaced. The patient's original surgery date is not known at this time; therefore, device specific information is not known. This event will be reportable to the FDA as a serious injury due to the revision procedure, this report captures the eleos proximal femur.

Manufacturer narrative:
It was reported that the patient developed an alleged infection and underwent a proximal femur revision surgery. Patient's original surgery date is unknown; therefore, device information could not be determined. Ultimately, the root cause of the patient's infection was unable to be determined. A review of the work order and sterilization batch release record for the product involved could not be performed as the product information is unknown. However, device history records are reviewed prior to releasing products to the field to verify that the products have been manufactured to the required specifications, as well as inspected to ensure compliance with their engineering drawing. If additional information is received regarding this event, this complaint will be updated accordingly.